Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by minute device mobility was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Other mechanical damages found are attributable to the explantation surgery. Further the recipient was no longer within the indication criteria of the device and was re-implanted with a cochlear implant. This is a final report.

Event description:
Information was received that the device was explanted due to a sudden failure, with no auditive signal hearable. According to the explant report the user was re-implanted with a cochlear implant as she was no longer within the indication criteria of the device.

Event description:
Information was received that the device was explanted due to a sudden failure, with no auditive signal hearable. According to the explant report the user was re-implanted with a ci.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.